Event description:
Patient presented with symptoms of acute ischemic stroke with tici 0 occlusion in the left m1 mca. Three attempts were made with the penumbra separator 3d under aspiration from penumbra 5max catheter, but this did not yield any noticeable recanalization. The 5max catheter was then given several passes using an aspiration only approach which was able to recanalize the m1 to tici 2b. Total aspiration time was approximately 58 minutes, and total blood loss was 1200cc's. The following day, lab work indicated the patient had low hemoglobin. The site determined this was of "definite" relationship to the penumbra system, but "unrelated" to the separator 3d and administered remedial therapy. The event was resolved on the same day it was noticed by administering 2 units of packed red blood cells.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of after case.